Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump and sensor. The wife states the customer had high blood glucose levels. The customer was hospitalized for high blood glucose levels. The customer's levels had been over 400mg/dl. The customer was treated at the hospital. The customer would monitor their device and levels and call back at a later time if needed.